Manufacturer narrative:
A united states (us) customer reported a missing troponin patient test result (1 patient) on an atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The review of the log showed that approximately 1 minute after the troponin run, there was an error generated with a flagged hil interference. The customer would have been alerted and there were no other abnormalities with the instrument. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported a missing troponin patient test result (1 patient) on an atellica sample handler prime instrument. The customer stated there was a 5 hours delay in treatment for an emergency room patient. There were no additional, known reports of patient intervention or adverse health consequences due to the event.